Manufacturer narrative:
H.6. Investigation: one photo and three samples were received by our quality team for evaluation. Upon visual inspection of the samples, it was observed that the plunger tips were chipped off; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. At the assembly process, the plunger was stuck inside the plunger auxiliary bowl at the gap between the side guide plate and the auxiliary bowl plate. This had caused the plunger to press against the plunger bowl side guide plate and resulted int he plunger tip chipping off. The gap occurred because the screw holding the guide plate was loosened by the machine vibration. The non-conformance could have also been escapees which were failed to be removed by the production technician from the line during line clearance resulting it to flow to subsequent process. Based on the investigation, the probable root cause is ultimately that the machine vibration caused the screw to be loosened.

Event description:
It was reported that syringe 1ml ls 26ga 1/2in had stopper separation from the plunger. The following information was provided by the initial reporter: "malfunction."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 26ga 1/2in had stopper separation from the plunger. The following information was provided by the initial reporter: "malfunction."